Manufacturer narrative:
Additional information: the pump remains in use supporting the patient. A specific cause for the reported event could not be determined through this evaluation. Analysis of the submitted log file confirmed an upward trend in pump power and flow; however, no hazard alarms were captured throughout the log file. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that on (B)(4) 2016, the pump parameters had not returned to normal, and the pump power remained elevated in the 6-7 watt range despite a speed of 8400 rpm. The patient had a recent echocardiogram that showed a slightly enlarged left ventricle but was not ¿too bad.¿ the pump speed was changed to 8800 rpm and the patient returned to the clinic not feeling well (tired, dizzy), and had multiple pi events so the speed was decreased to 8400 rpm. The high pump power was not treated as the patient¿s labs were within normal limits.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 65 days. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient presented to the clinic and was "not feeling well". The patient was admitted to the hospital for evaluation of higher than baseline pump powers, estimated flows and a failure to thrive type scenario including poor appetite and dehydration/hypovolemia. A ramp study had been performed one week prior to admission; the results were not provided, however it was reported that the patient had bilateral clots in the internal jugular veins. A CT angiogram reportedly had limited views, but found no obstructions. The patient's lactate dehydrogenase level was slightly elevated at 350 u/l. On (B)(6) 2015 it was reported that the elevated pump powers and estimated flows continued. A trial with a heparin infusion was performed; however, there was no effect on the function of the pump. An echocardiogram showed a cardiac output of 6.0 lpm. It was reported that the clinicians did not know if thrombus was present in the pump. No further information was provided.